Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the device's protective sheath at the connector outlet was torn. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation also found the water tightness is lost. Based on the results of the investigation. The most probable cause of the complaint is component failure. Which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the device's protective sheath at the connector outlet was torn. There were no reports of patient harm.